Event description:
When porta cath removed the cath looked shorter than usual. Cxr catheter fragment noted. A week later catheter fragment removed.

Event description:
When port-a-cath removed the catheter looked shorter than usual. Cxr catheter fragment noted. A week later catheter fragment removed.